Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose as well as low blood glucose. Customer stated that the high blood glucose was 500 mg/dl and other was 400 mg/dl and 390 mg/dl. Customer stated that the low blood glucose was 25 mg/dl and other was 30 mg/dl and 40 mg/dl. Customer reported that the insulin pump will not be returned for analysis.